Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels of over 500 (mg/dl). Reportedly, the customer did not allege a pump issue, and suspected the cause of the high bgs to be due to having diabetes. To treat the elevated bgs, the customer delivered a bolus. Recommendation was made to consult with health care provider regarding diabetes management.